Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection found delamination in both joins of the filter with the tube in the sample. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions and leak was observed fleeing from the air vent of the filter in the sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received that during use of this smiths medical cadd administration sets, tubing leaked was noted. It was reported that the patient was receiving blincyto when tubing leak occurred. It was also reported that the "patient was not affected". No reported adverse effects.